Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: 6944-65 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks from their implantable cardioverter defibrillator (ICD) due to atrial fibrillation with rvr (rapid ventricular response). The device has been explanted and replaced. No further patient complications have been reported as a result of this event.